Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found a damaged oxygen sensor. The cse replaced the oxygen sensor which resolved the customer reported issue. The ventilator passed electrical safety test, short self-testing (sst), and oxygen sensor calibration. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one yr from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) yrs. The nominal life of the o2 sensor is 1 yr from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013.

Event description:
Covidien rec'd info that, during pt use, an oxygen sensor malfunction occurred. There was no harm or pt injury reported.